Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr). The first mitraclip, an xtw, was deployed per the instructions for use (IFU). After deployment, it was noted that the clip arm angle had increased, opening to approximately 20 degrees. The original mr reduction worsened and a second clip was deployed to further reduce the mr to grade 2. There was no indication of an adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. "Two (2) fluoroscopic still images of the reported cds were provided. In the first image the clip is attached to the delivery catheter (dc) indicating the image was taken pre deployment; it is unclear at which step in the deployment procedure the image was taken. The clip arms appear to be in the fully closed position (~10°), at minimum. The tips of the clip arms appear to be directly adjacent to the l-lock shaft, such that the clip arms are seemingly parallel to the shaft. This indicates that the clip is closed beyond a "v" shape (per the IFU) and potentially less than 10°. In the second image the clip is fully deployed and the dc is retracted inside the sgc. The clip arms appear to be opened to ~20° which is a typical final arm angle during normal use. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arms are opened to a noticeably larger degree in the second image (post deployment) than in the first image (pre-deployment). However, the difference in pre and post deployment clip arm angle is minimal and could potentially be due to settling of the clip arms which is normal behavior." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).